Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(4). A clinical study reported that after a surgery a patient experience elevated intraocular pressure (right eye: 40 mmhg). Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Event end: (B)(6) 2022. Measures taken: medication treatment. Ae outcome: resolved. Surgical procedures: pars plana vitrectomy + intravitreal injection + membrane peeling for complex retinal. Detachment repair + retinal laser photocoagulation + intraocular gas tamponade (right eye).